Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported a posterior capsule tear in a patient's left eye during laser assisted cataract surgery. The surgeon noticed the tear during the phacoemulsification portion of the procedure. A large portion of the lens fell to the posterior of the patient's eye. A vitrectomy was performed. The patient was sent to a retinal specialist to undergo an additional surgery to remove the lens fragment.

Manufacturer narrative:
The procedure was laser assisted cataract surgery with laser the customer reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The surgeon stated that he is not sure what caused the pc tear but stated that he doubted that the lensx system was a factor. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. A root cause cannot be determined conclusively. (B)(4).